Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure to remove and replace a cylinder, as it had a pin hole. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ipp cylinder was thoroughly analyzed. The ipp cylinders was visually and microscopically inspected. The cylinder had leaks at folds in the middle and proximal cylinder area. Product analysis confirmed the reported allegation of cylinder hole, as the observed anomalies are likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure to remove and replace a cylinder, as it had a pin hole. No patient complications were reported.